Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker presented in the clinic with prolonged high rate bradycardia pacing at 115 bpm. It was noted that the patient was hospitalized for an increased rate. A technical services (ts) consultant was contacted and suggested turning off real-time electrogram (ECG). This was done and the ECG had markers indicated sudden bradycardia response was in use, the rate dropped down and then increased again to 110 bpm. Ts discussed how sudden bradycardia response feature operates and indicated they may consider turning the feature off.